Manufacturer narrative:
(B)(6) 2011 - medical records were received. The revision operative report indicates that the soft tissue was stained gray and a large amount of fluid was removed from the joint upon exposure. The femoral head was added to the complaint. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised for loose cup. Medical records were received. The revision operative report indicates that the soft tissue was stained gray and a large amount of fluid was removed from the joint upon exposure.